Manufacturer narrative:
Investigation on-going.

Event description:
During validation testing, luminex employee reported seeing false negative results in the aries sars-cov-2 assay compared with cepheid system and biofire. There is no associated adverse event. The discrepant result occurred during validation testing and there was no adverse event associated. There was no indication of consumable or device malfunction.